Event description:
A report was received via the FDA medwatch medical products reporting program dated 05/08/2006. Patient reports event began with a recurring eye ulcer (twice in november, once in january, february and march). Patient received treatment in november: zymar and lotemax. Subsequently, medical records received. In 2005, hcp diagnosed a marginal corneal ulcer, presumed infectious, (not located in central 4mm of cornea, no culture performed) and treated with zymar and lotemax. Hcp felt patient was recovered approximately 2 weeks later - no permanent decrease in visual acuity. Patient also followed up 3 mos later and cornea appeared healed. Numerous unsuccessful attempts were made to obtain medical information to verify patient received treament in november, february and march. Patient limited medical authorization to one hcp.

Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this complaint since no product was returned and no lot number was provided. The hcp reported that the event is not directly related to a specific product. Based on available information, no conclusion can be drawn.